Manufacturer narrative:
(B)(4): if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. The broken part of the inserter remains implanted to date.(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) during cataract surgery, part of the injector (implantation system) broke into the anterior chamber of patient's eye. The broken part could not be retrieved and remains in the patient's eye. The intraocular lens was implanted and remains implanted. The patient is under regular check ups. No further information was provided.

Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation; the lens remains implanted in the eye to date. Scarce amounts of viscoelastic solution on cartridge indicated that the unit was handled and prepared for surgical use. There were no missing and/or broken parts observed. Therefore, the device problem code for damaged component, tip deformed was not verified. The plunger and pushrod were advanced in the returned preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) for this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.